Event description:
It was reported that a power on reset occured (por). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: added device code #1571 (reset issue). Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a power on reset (por) occurred. The analyst commented that the por severity is low. The device should be able to fully recover after the reset. Parity error occurred on (B)(4) 2010 in address "1a 23".

Event description:
It was reported that a power on reset occurred (por). The device is still in use. No patient complications have been reported as a result of this event.